Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set fell off events on (B)(6) 2024. The infusion set was in use for within 24 hour. The glucose level at the time of incident was below 180 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR 1900850 - MDR 3003442380-2024-11027 - device 4 of 4.